Event description:
During an av fistula procedure, the catheter balloon burst & upon removal from the pt, the distal tip of the shaft was missing. As the piece was close to the skin at the end of the guidewire, the tip was removed using forceps/snare without pt injury or further complications.

Manufacturer narrative:
Not applicable-incorrectly reported on the initial report.